Event description:
It was reported that removal difficulties occurred. The patient presented for a percutaneous coronary intervention with coronary blockage. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. Atherectomy was performed from the distal left main into the left anterior descending artery (lad) using a 1.5 mm rota burr. A 3.00 x 20 mm synergy stent was deployed and post dilated with a 4.00 x 15 mm nc emerge balloon with good result. The distal lad was dissected by the tip of a non-boston scientific wire. A 2.25 x 20 mm synergy xd was introduced but it got stuck distal to the first stent. During an attempt to remove, the stent delivery system shaft broke 20 cm from the distal end, leaving the stent and stent balloon in the lad. A second wire was placed, and the detached stent was ballooned with a 2.00 x 15 mm emerge. A 3.00 x 15 mm nc emerge was then introduced through a 7f guide catheter to trap the broken balloon shaft with stent and everything was removed as a system. A 2.26 x 24 mm synergy stent was advanced using a guide extension catheter and implanted to treat the dissection. There were no further patient complications, and the patient is expected to fully recover.